Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the product. Visual inspection found optic broken, haptic torn, and foreign material (residue) on the lens surface . Claim #: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vticm5_12.1 implantable collamer lens, -09.00/+1.0/085 (sphere/cylinder/axis), during the same surgery due to the lens tore during loading, due to the lens catching on the injector. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).